Event description:
It was reported that the patient with this previously capped right atrial (ra) lead experienced an infection following implantation. The physician was aware of the event. At this time, the pacemaker and the right ventricular (rv) lead remained in service. Additionally, the abandoned pacemaker, along with this abandoned ra lead and rv lead remained in the patient's body. No further adverse effects to the patient have been reported.